Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a severe hypoglycemic episode while wearing their pod. On (B)(6) 2025, they awoke at 2:40 a.m. With a blood glucose level of 48 mg/dl, having previously measured 70 mg/dl at 2:05 a.m. Despite the controller showing a critical low alert in the alert section, the patient stated they did not receive any audible alarm or notification while sleeping. Symptoms included shakiness, dizziness, feeling cold, and facial pallor, the patient required emergency medical attention and was treated at home by ambulance. The diagnosis was low blood sugar, and treatment included consuming eggs, milk, and a dose of glutose 15 (oral glucose gel). The pod was worn between 1 and 4 hours on the arm.